Event description:
Ous MDR - it was reported that this lead dislodged two days after the implantation. The lead was coiled around the ICD. The lead was explanted and replaced. During the procedure it was noted that the fixation sleeve was still tightened to the muscle, but the lead was no longer attached to the sleeve.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. An inspection of the x-ray images which was provided, confirmed that the lead had been coiled up around the generator housing as reported in the complaint text. The presence of a reel-syndrome which led to pulling out of the heart, should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The fixation sleeve was not returned and thus no further investigation was feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.